Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The spring in the battery compartment was bent. Customer's blood glucose level was 461 mg/dl. She gave herself a shot of insulin to treat her blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test after battery installation due to corroded battery tube. Cleaned the battery tube and continued testing. The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had bent battery tube spring, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.